Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having a fainting spell/passed out/had a syncopal episode and was hospitalized. The patient also indicated that their remote monitor was not working and understood that a new monitor had been ordered. The device was noted to be approaching elective replacement indicator (eri). The patient also mentioned that approximately 1.5 years earlier the device "quit working and nobody told [the patient]." The patient also indicated that the device had "went off" and "saved his life." The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.